Manufacturer narrative:
Event problem: device code (B)(4) - the device has not been returned to determine a device code evaluation: method(B)(4) - other - the device has not been returned for evaluation additional manufacturer narrative: device history record review and product return is in progress.

Manufacturer narrative:
(B)(4): no code available for "mass". Evaluation summary: as received, the valve exhibits a cut in the free margin and in the cusp area of leaflet 2 that measures to approximately to 11mm. Also at leaflet 2 at the cusp area, missing tissue is evident by an approximate area of 3mm by 9mm. Most likely the tissue was scraped off at explant , thus making the host tissue overgrowth at the inflow aspect visible. The wireform is exposed at the outflow aspect, also due to cuts in th sewing fabric at explant. Moderate to heavy host tissue is evident at tissue outflow by approximately 8mm. It covered most of leaflet 1 and leaflet 2 and parts of its free margin. Host tissue curled the free margin of leaflet 1 over itself, pulled the leaflet to an open like position. Similar pattern of host tissue overgrowth was also detected in leaflet 2, which led to a gap at the coaptation region. Also at the outflow aspect, host tissue overgrowth fused the free margins at all three leaflets by approximately 2-4mm. At the inflow aspect, minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by approximately 12mm. Host tissue is minimal to moderate at the stent inflow and moderate at the stent outflow. Host tissue overgrowth restricted mobility in the leaflets, led to stenosis, and incomplete coaptation. No inconsistencies detected in the x-ray as the wireform is intact. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Overall, based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event.

Event description:
It was reported that an edwards valve was explanted from the tricuspid position due to severe prosthetic tricuspid regurgitation. The operative report indicated "moderate, if not severe, prosthetic stenosis..."